Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2007(year only received).

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "the implant was disintegrated upon removal". This record is for the left side. Device was explanted and discarded.